Manufacturer narrative:
The physician thought the patient's vein had become thrombosed. As a result, a lead revision and device changeout occurred, in order to fit the patient with a smaller device that would also provide the extra pacing vectors that the patient needed to accommodate the patient's diaphragmatic stimulation. Most recently, this medical device has been returned to boston scientific, but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited out-of-range pace impedance greater than 2,000 ohms in every vector and high thresholds. There was no capture. Diaphragmatic stimulation was observed. Approximately three weeks previously, the patient had reported symptoms to their physician that are consistent with lv loss of capture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Initial visual analysis noted that the lead's conductor coils were fractured at 370 mm from the terminal pin. Furthermore, the lead did not pass a continuity test to asses the electrical performance of the lead, further confirming the field allegations. No other testing was performed. Laboratory analysis confirmed that the field allegations were due to a lead conductor fracture.